Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that phacoemulsification (phaco) tip will not stay on handpiece. The surgery details and patient impact details were unknown. Additional information requested and received that event occurred during the calibration step of cataract [with intraocular lens (iol) implant] surgery. The surgery was completed by replacing the handpiece. The patient was not contacted with product.